Event description:
It was reported that a revision surgery was performed for a migrated implant which appeared in the patient's four month post-op exam x-rays. The surgeon decided to remove the implant and perform a fusion.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device was evaluated. The articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. The endplates had evidence of damage consistent with impingement. Overall, the results of the analysis are consistent with a device having impingement and a short implantation time. Potential cause root cause was unable to be determined. It is possible that the implant is over-sized for the disc space, the device was not centered when placed, or the incorrect implant height was chosen for this patient. DHR review the DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed for a migrated implant which appeared in the patient's four month post-op exam x-rays. The surgeon decided to remove the implant and perform a fusion.